Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v014660, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3550-29, lot# n536517, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The manufacturer representative (rep) reported that there were impedance measurements taken. They were taken at 3 volts and found that results on pairs showed 3000-24000 ohms on all of them. They were abnormally high. The lowest were 01, 02. There were not historical impedances to compare against. The implant was noted to be on. No trauma/falls were related. The patient stopped feeling stimulation the day after implant. This was noted to be sudden. Multiple programs settings had been tried and the patient was not feeling anything, even at 10.5 volts. Additional information received from the rep reported that the patient had not heard from the doctor's office. X-rays were going to be performed. Additional information received from the healthcare provider (hcp) reported that x-rays were taken. The patient was to be seen in the near future. Relevant medical history included non-malignant pain. This event will be updated if additional information is received.

Event description:
Additional information received from the healthcare provider (hcp) reported troubleshooting preformed related to the high impedance and loss of stimulation included x-rays. There was no gross break. Actions or interventions to resolve the high impedance and loss of stimulation included the plan that the patient would undergo surgery to replace either the extension or lead, but the date of the surgery was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Additional information received indicated the device at fault was the lead and therefore the device information was updated.

Event description:
Additional information received from the healthcare provider (hcp) reported via the manufacturer's representative (rep) the patient underwent surgical intervention on (B)(6). The patient had some high impedances and the root cause was unknown. Upon exploration of the implanted equipment it was determined the original implanted lead was found to be compromised. The physician wanted to replace the patient's system with identical components. A new lead was placed with no difficulty. Following this the patient was receiving good therapy.